Manufacturer narrative:
(B)(4). When the arm positioner was rotated again in the open position there was no abnormal resistance, but the clip did not open. The arm positioner was closed and the lock lever was retracted further past the blue line. The clip was then able to be opened to approximately 120 degrees, but had detached from the cds. The clip remained tethered by the lock line and gripper line. Retracting the clip against the sgc tip caused the clip to invert. The mitraclip system was successfully removed from the anatomy as one unit. After removal, one of the cds l-lock tabs at the distal tip was missing. No attempt to locate the missing tab was performed. The mr grade remained at 2+. The atrial septum and femoral access had larger holes than what is normally left from a mitraclip procedure, but the physicians were not concerned about either hole. Hemostasis was achieved and the atrial septal hole was left untreated. The mitraclip procedure was stopped at this point. Post procedure, the patient was clinically stable. Subsequently, on receipt of the steerable guide catheter at abbott vascular, the soft tip was found to be torn with missing pieces. The location of the missing pieces was not known. It was confirmed that the damage was not observed after the mitraclip procedure. No additional information was provided. Concomitant products: mitraclip system: lift, support plate, stabilizer, steerable guide catheter, clip delivery system (x2) the clip delivery system was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system (cds) was returned for analysis and the reported clip detachment and l-lock tab detachment were confirmed via returned device testing. The reported bent clip, difficult to open, physical resistance and difficult to remove could not be replicated in a testing environment as the device was not returned in a condition in which the tests could be performed. Based on the information reviewed, the difficulty removing the cds was related to case-specific circumstances, as the clip detached from the cds and therefore was no longer functional to be able to be closed and retracted into the guide tip. While examining the clip under the (B)(4) microscope, it was found that the actuator coupler, an inner device component, was broken approximately 0.084 in from the distal end. The distal end of the coupler was fully seated onto the threaded stud found within the clip and the proximal end was attached to the actuator mandrel; the entire length of the actuator coupler was accounted for. The outer diameter (od) of the actuator coupler and the thickness of the remaining portion of the broken l-lock tab met manufacturing specification. The broken edges of the coupler and l-lock tab were jagged, indicating tensile overload. The broken coupler and l-lock assembly were examined under scanning electron microscopy (sem) and it was determined that the fracture surfaces of the coupler exhibited morphology of a dimple rupture (tensile tearing). Necking was observed in one side of the coupler indicative of a tensile fracture. In area on the od surface of the actuator, just adjacent to the fracture surface, radial cracks were noted. The crack surface also showed evidence of a dimple rupture (tensile). From these cracks and necking this area of the coupler, it appears that the coupler was bent. The opposite side to this bent area, appeared to have some compression in the od surface of the coupler. Furthermore, the fracture of the l-lock tab exhibited ductile rupture across the surface of the fracture. The directionality of the dimples indicated tear direction from the od of tab to its inner diameter toward the adjacent tab. It was concluded that the actuator coupler exhibited a ductile (tensile) fracture, and the fracture of the l-lock tab was a ductile tear due to bending. Potential causes for a bent clip and difficulty opening are, but not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology), user technique or procedural conditions (unintended curves on the device during advancement). As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip opened to invert and all clip components actuated as expected. There were no non-conformances issued for this lot that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. The user also reported no issues while functionally inspecting the cds during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, the difficulty in opening the clip may be influenced patient anatomical morphology and patient disease state (such as tortuosity of the vessel, resulting in increased tension on the device), unintended curves on the device during advancement or excessive curves applied to the device by the user. The information provided in the case details stated that during cds advancement through the guide, the knob was turned approximately 90 degrees, which would curve the guide approximately 80 degrees. As the clip emerged from the guide tip, it was slightly bent. At this point the physician continued to use the device, but the clip was not able to open until the lock lever was retracted farther past the blue line. After the clip opened to 120 degrees, it detached from the cds. Therefore, based on this information, the clip appears to have become bent during cds insertion, experienced difficulties opening and then detached from the cds. It was further noted that the patient had an extremely large atrium, and steering the device was a more complex than usual. Reportedly, the left atrium was very large and even though the transseptal position was relatively posterior, there was a considerable posterior angle and the guide was torqued posterior and the cds steering a knob was used to try to get a more perpendicular approach to the mitral valve. In this case, it is likely that the positive deflection on the guide during insertion of the cds in combination with the challenging patient anatomy resulted in increased tension on the device, such that the l-lock assembly and actuator coupler became bent, as evidence by the other bent tab. These bends would have likely contributed to the reported difficulty opening the clip, and thus slight resistance with the arm positioner. During actuation, the clip assembly travels up and down the actuator coupler, so if the coupler bends, actuation may be difficult to impossible. Because the clip was still functional at this point, further manipulation of the device due to a combination of tension on the clip due to procedural interaction (due to the patient anatomy and curves on the device) likely caused one of the l-lock tabs to fracture at the bend and then detach, and the coupler to eventually break, resulting in the clip detachment. Based on the information reviewed and the evaluation of the returned device, the reported clip difficult to open and detachment of the clip components (clip and l-lock tab) appear to be related to procedural conditions/user technique and not a product quality deficiency. There does not appear to be any evidence of a product quality deficiency associated with the cds. It should be noted that the mitraclip instructions for use (IFU) instructs the user to straighten the guide with the +/- knob when the delivery catheter tip is free from the left atrial wall and the mitral valve prior to retracting the cds into the clip introducer. This implies that the sgc should be straightened or set to neutral during insertion of a new cds. The patient effects of atrial septum defect and vascular trauma, as noted in the mitraclip IFU are known possible complications associated with mitraclip procedures. In this case, it is possible that the removal of the clip in the inverted state, outside the guide, contributed to the reported atrial perforation and tissue damage; however, this cannot be confirmed. Although a conclusive cause for the reported patient effects and their relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
This event is being filed as the clip (10307405/(B)(4)) detached from the clip delivery system, but remained attached to the lock/gripper line and during removal, a device component detached and the location is not known. It was reported that during a mitraclip procedure, two clips were implanted without incident. The degenerative mitral regurgitation (mr) grade was reduced from 4+ to 2+. During retraction of the second clip, it thought that the steerable guide catheter was not straightened. A third clip (10307405/(B)(4)) was intended to be placed to further reduce the mr. The device preparation was performed without incident. The clip delivery system (cds) was advanced to the left atrium without resistance through the steerable guide catheter (sgc). The sgc had the "+" steering knob applied and was turned approximately 90 degrees clockwise. As the clip emerged from the sgc tip, the clip appeared to be slightly bent and did not appear to be an issue. It was decided to continue the procedure with the device. The patient had an extremely large atrium and steering the device was a little more complex than usual. After the clip was advanced to the mitral valve, while turning the arm positioner, a slight resistance was felt and the clip could not be opened. When it was observed on fluoroscopy that the clip was not opening, turning was stopped.